Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
Analysis noted an insulation abrasion at 52cm from the connector tip, exposing the rv cable insulation. No metal cable exposure was observed. The location of this abrasion is consistent with that caused by friction with another device. X-ray and sem analysis revealed a fracture to the distal coil at the welded area adjacent to the helix. This could have contributed to the reported noise and sensing resulting in inappropriate therapies. The electrical characteristics of the lead were found to be normal.